Manufacturer narrative:
(B) (4). (B) (4). Infection. Result: representative samples of the product were visually inspected. All products were sealed when received. No apparent openings or holes exist in any of the packaging. Conclusion: no device failure detected and the product is within specification. Additional info: the actual product code and batch number associated with this event is not known. The following possible product codes and batch numbers: coated vicryl plus antibacterial (polyglactin 910) suture, product code vcp945h: batch cc2201, mfg date: 03/01/2010, exp date: 01/31/2015; product code vcp945h: batch bp2770, mfg date: 12/01/2009, exp date: 07/31/2014; product code vcp945h: batch am2522, mfg date: 11/01/2008, exp date: 07/31/2013; product code vcp945h: batch ca2571, mfg date: 01/01/2010, exp date: 01/31/2015; product code vcp945h: batch aa7009, mfg date: 01/01/2008, exp date: 01/31/2013; product code vcp417h: batch bb2817, mfg date: 02/01/2009, exp date: 01/31/2014; product code vcp417h: batch ca2689, mfg date: 01/01/2010, exp date: 01/31/2015; product code vcp417h: batch bm2909, mfg date: 11/01/2009, exp date: 07/31/2014; product code vcp945h: batch bj2555, mfg date: 08/01/2009, exp date: 07/31/2014; product code vcp945h: batch ba2277, mfg date: 01/01/2009, exp date: 01/31/2014; product code vcp945h: batch bp2914, mfg date: 12/01/2009, exp date: 07/31/2014; product code vcp417h: batch bl2146, mfg date: 10/01/2009, exp date: 07/31/2014. Coated vicryl (polyglactin 910) suture, product code: j269h: batch ul2710, mfg date: 10/01/2005, exp date: 07/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a bunionectomy surgical procedure and suture was used. The pt experienced infection and wound dehiscence following surgery. Additional info has been requested.